Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that if the patient coughs or sneezed they would feel a ¿shock sensation¿ down their left leg. They stated that the sensation was ¿kind of bothersome¿ but it wasn¿t ¿going to kill them¿. They added that sometimes if they were in different positions it would cause the same sensation to occur down the left leg and it was asked but was unknown when this began. The patient stated that they though they noticed it after their last follow-up appointment with a manufacturer representative (rep), where they reset the device to group b and they stated that ¿maybe it happened after that?¿ the patient was not sure. The patient stated that they were on group a before the rep made the program changes and they weren¿t sure if they were feeling the sensation on that group. It was suggested that the patient change back to a to see if they still noticed the sensation. The patient was directed to consult with their healthcare provider (hcp) about their programming adjustment for group b. It was reported that the patient was going to try group a for a couple of days and see if they were still feeling the sensation. The patient stated that they would consult with their hcp regarding their programming. The event date was asked but was unknown. No further complications were reported/anticipated.